Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. The manufacturer¿s international service technician could not duplicate the reported issue. However, the event log indicated that the error "machine an proximal pressure sensors failed" had occurred. The manufacturer¿s international service technician replaced the data acquisition (da)- motor controller mc cable and data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The da to mc board cable was tested and no failures were identified. The da board was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer's international distributor reported the error log for the device showed multiple instances the error "machine an proximal pressure sensors failed.". There was no patient involvement.